Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) inspected the system and confirmed the reported error 2012 issue. Fss replaced the subsystem controller (ssc) board, but since it was dead on arrival (doa), he put back the actual part into the system. Fss replaced the hard drive (hd) and graphical user interface (gui) printed circuit board assembly (pcba) with no success and the error was still present. It was decided to withdraw the instrument and replace it with a similar one; therefore, the system was replaced. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for (B)(6) system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.